Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratches and gouges on the round surface of the glenosphere. The taper adapter is still assembled with the glenosphere. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 110031425, cr vivacit-e 36mm brng +3; lot #: 64746348; item#: 110031402, mini tray std cocr +3 offset; lot#: 64729674; item#: 118000-00, 25mm versa-dial taper adaptor; lot#: 668790; device evaluated by MFR: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial shoulder arthroplasty and approximately one (1) and a half months later a revision surgery was performed due to implant disassociation and dislocation.